Event description:
It was reported that the customer had to press slightly harder on the numbers using the device. There was no reported impact to the customer¿s blood glucose level. Follow-up was declined, and no additional information or actions were provided or required.